Manufacturer narrative:
Device analysis for lead (B)(4) revealed the body conductor broken at anchor site unknown. Device analysis for lead (B)(4) revealed no anomaly. Conclusion code belongs to lead (B)(4) and conclusion code belongs to lead (B)(4).

Event description:
The company representative (rep) confirmed that the patient did not experience any falls or trauma. The electrodes with the high impedances were used to program the therapy. It was noted impedances were >10,000 ohms.

Manufacturer narrative:
(B)(4) belongs to lead 0210506113. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code belongs to lead (B)(4).

Manufacturer narrative:
Product ID: 977a260, lot# 0210508594, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, lot# 0210506113, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced a sudden loss of paresthesia. The patient's system was checked and almost all of the impedances were greater than 40,000 ohms. The cause of the event was unknown. X-rays were done and reprogramming was attempted. A revision was done and the leads were explanted and replaced. Following the revision, the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.